Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure the guidewire faced a malfunction while placing the guidewire according to standard operating procedures. Upon withdrawal of the guidewire, peeling of the guidewire sheath was observed. The clinical team communicated with the sales representative, stating that the product had a quality issue and needed to be sent to the manufacturer for testing.